Event description:
Reportable based on analysis completed on (B)(6)-2012. It was reported that during a stenting treatment procedure, the hub of the stent delivery system (sds) broke. The 80% stenosed and 10mm long target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx). The target lesion was pre-dilated using a 2.0x9mm non-bsc balloon. The physician successfully deployed a 2.5x24mm taxus liberte stent, treating the target lesion. While the sds was being withdrawn from the patient's anatomy a broken valve was observed. The physician successfully completed the procedure by post-dilating using a non-bsc balloon, no patient complications were reported and the patient's post procedure condition is stable. However, device investigation revealed a broken hypotube.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: an examination found that the hypotube had broken 17.1 cm distal from the catheter's strain relief. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The stent was not returned. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user / use error. It was confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The complaint report states that the lesion was severely calcified. Heavily calcified lesions are contraindicated in the dfu. (B)(4).